Event description:
It was reported that this pacemaker had alerted for voltage is too low for projected remaining capacity. Subsequently, the device was explanted and replaced successfully. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and/or that rf telemetry was disabled. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker had alerted for voltage is too low for projected remaining capacity. Subsequently, the device was explanted and replaced successfully. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. The product has been returned for analysis.